Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with fortum (1g, intraperitoneally (ip), once daily) and reflin (1g, ip, once daily) for the event. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.